Event description:
The customer reported that the system intermittently locked up and that the mag modes were malfunctioning. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power switch and fluoro functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service.